Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral component. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No further information will be provided by the hospital or surgeon due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The surgeon revised the patient's left knee due to pain. The surgeon commented intraoperatively that the femoral component was loose and in flexion, although a significant amount of bone had adhered to the implant.